Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was discharged on eliquis 5 mg. During the 45-day transesophageal echocardiogram (tee) follow-up, a device related thrombosis was noted. The patient was admitted and treated with heparin.